Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2004 were not provided. (B)(6) 2004: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: trocar site hernia. Postoperative diagnosis: trocar site hernia. Operation: repair with gore-tex. Assistant: (B)(6), crnfa. Position: supine. Preparation: betadine. Procedure: ¿the abdomen was prepared with betadine, draped in the usual sterile fashion. A vertical incision was made over the umbilicus and extended proximally and distally for a length of 15 cm. Bleeding was controlled with the bovie. The large hernia sac was separated from the fascia. The sac was opened. Omentum could not be replaced to the abdominal cavity. Omentectomy was carried out between kelly clamps. The cut edge was ligated with 0 silk. The hernia was the [sic] repaired by suturing a piece of gore-tex to the edge of the fascia with running #1 prolene. The skin was repaired with a running subcuticular 3-0 monocryl. Sterile dressings were applied. The patient was taken to the recovery room.¿ product identification records for the alleged ¿gore-tex¿ were not provided. (B)(6) 2008: (B)(6) hospital (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: cholecystitis. Postoperative diagnosis: cholecystitis. Procedure: laparoscopic cholecystectomy. Assistant: none. Prior to the procedure, risks, benefits, and alternatives including bleeding, infection, vascular injury intestinal injury, liver injury common duct injury bile leak, reoperation, conversion to open, and imponderables were discussed. The patient voiced understanding and wished to proceed. Description of procedure: ¿the patient was taken to the operating room placed in supine position, general endotracheal anesthesia was administered. Abdomen was prepped and draped in the usual sterile fashion. A moment of safety was observed. The skin and subcutaneous tissues in the right abdomen were infiltrated with local anesthetic; the patient had a previous umbilical hernia repair with mesh, we elected to go well lateral to this. Blunt dissection was used to dissect down to the fascia. Two 0 vicryl stay sutures were placed in the fascia, anterior rectus sheath was incised. Muscle was bluntly separated posterior sheath and peritoneum were grasped, elevated, and incise. Digital palpation revealed no adhesions in the area. Hasson trocar was inserted. Pneumoperitoneum was obtained with a pressure limit set at 15. There were a lot of adhesions to the previous repair, these were not disturbed. One 12-millimeter and two 5-millimeter trocars were placed in the right upper quadrant in standard positions. All were placed under direct visualization. Patient was placed in reversed trendelenburg and rotated left fundus of the gallbladder was grasped, retracted up over the edge of the liver infundibulum of the gallbladder was grasped and retracted inferolaterally. The omental adhesions of the gallbladder were taken down. Gallbladder was quite edematous. There was a large stone impacted in the neck of the gallbladder. Gallbladder was quite friable. There were some stones that were slowly all removed. The cystic artery and cystic duct were skeletonized. Further blunt dissection back to the liver revealed no other ductal structures. Four clips were placed on the stay-in side of the artery and of the duct after they were identified and had been skeletonized. Duct was mildly inflamed. One clip was placed on the gallbladder side of each, four on the stay-in side of each. Those were then divided hook electrocautery was used to remove the gallbladder from the gallbladder fossa. Prior to removing the gallbladder from the fossa, the fossa was inspected and noted to be hemostatic. Gallbladder was then amputated, placed in the endocatch bag. Gallbladder was removed, pneumoperitoneum was reestablished inspection revealed no bleeding, no bile leak. All clips were intact. No additional stones. Area above and beneath the liver were irrigated and suctioned until clear. Drain was brought in through the lateral trocar site, anchored with a drain stitch. The hasson trocar site in the right abdomen was closed with a 0 vicryl enda close. Stay sutures were also tied. Palpation and inspection revealed that no bowel or omentum had been caught. There were no fascia defects. Trocars were all removed releasing the pneumoperitoneum. All incisions were closed with vicryl and monocryl. Steri-strips and sterile dressings were applied. Drain was anchored with a drain stitch. Patient was awakened extubated, transferred to the recovery room in satisfactory condition. No apparent complications. Blood loss minimal. All counts were correct as reported by nurses.¿ (B)(6) (B)(6) 2009: (B)(6) hospital (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerate ventral hernia. Procedure: extensive lysis of adhesions, removal of mesh, placement of mesh, repair of ventral hernia. Assistant: none. Anesthesia: general endotracheal. Prior to procedure risks, benefits, and alternatives were discussed with the patient. Plan was for laparoscopically. The possibility of open was discussed with the patient. Bleeding, infection, vascular, intestinal injury, recurrence, infection of the mesh and imponderables were all discussed. She voiced understanding and wished to proceed. Description of procedure: ¿the patient was taken to the operating room and placed in supine position. General endotracheal anesthesia was administered. Abdomen was prepped and draped in the usual sterile fashion. A moment of safety was observed. We attempted to enter the abdominal cavity in the left upper quadrant in 2 places. Patient was so obese it was impossible to enter the abdominal cavity. Therefore, we elected to convert to open. Approximately 20 minutes was spent trying to enter into the abdominal cavity laparoscopically. The midline incision was made. Electrocautery was used to dissect the subcutaneous tissue. Hernia sac was identified. It was freed back to the fascia circumferential. Peritoneum was entered in a free space. Excess mesh was excised. The mesh appeared to have come free of the left side. The right side was still attached. Both colon and small bowel were attached to the mesh. Quite a lot of time was spent lysing these adhesions. Once the mesh had been freed from all loops of intestine, mesh was removed. A large kugel composix mesh was selected. It was tacked in place with circumferential [sic] protacks. This was done in 2 circumferential layers. Fascia was then closed back over the mesh with interrupted 0 prolene. We did catch the upper area of the mesh with each stitch, but did not stitch all the way through the mesh. Hemostasis was checked and rechecked. Incision closed with vicryl, skin staples. The 2 attempted laparoscopic sites were also closed with vicryl and skin staples. Sterile dressing was applied. No apparent complications. Blood loss minimal. All counts were correct reported by nurses.¿ (B)(6) 2009: (B)(6) hospital. Implants and accessories. Implant record. Bard composix kugel hernia patch. (B)(6) 2009: (B)(6) hospital (B)(6) medical center. Pathology report. Accession: os-09-0004147. Final diagnosis: fragments of fibrofatty soft tissue with chronic inflammation and hemorrhage consistent with hernia sac. Suture granulomata. Fragments of mesh. Negative for malignancy. Specimen received: hernia sac with mesh. Clinical information: pre-op diagnosis: recurrent ventral hernia. Gross description: labeled "(B)(6), hernia sac/mesh", are two hemorrhagic red-pink gray strips of membranous tissue with attached adipose tissue, 5.1 x 3.7 x 0.6 cm and 12.7 x 6.5 x 1.1 cm. Also received are two hemorrhagic pink-gray strips of mesh which have a scant amount of attached adipose and membranous tissue, 8.1 x 4.7 x 0.3 cm and 11.5 x 6.5 x 0.2 cm. (B)(6) 2015: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnoses: massive loss of domain. Non-healing wound. Postoperative diagnoses: massive loss of domain. Non-healing wound. Severe intra-abdominal adhesions. Procedures: excision of non-healing wounds, abdominoplasty, subtotal colectomy, omentectomy, small bowel resection, a significant lysis of adhesions over 60 minutes. The abdominoplasty measurement was 60 cm vertically, 45 cm horizontally. The hernia repair was a retro rectus long term absorbable mesh placement for hernia size of 30 x 24 cm with the mesh size placement 30 x 20 cm. There was an intraoperative nerve block bilaterally. Anesthesia: general. Procedure in detail: ¿the patient was taken to the operating room, placed in supine position. After adequate anesthesia, the patient was sterilely prepped and draped. Incision was made to excise prior wounds and distended skin and soft tissue. This measured 60 cm vertically and 45 cm horizontally. Once this was done, the hernia sac was entered. There was a massive amount of colon and small bowel and omentum in the hernia defect. There was severe loss of domain. There was significant adhesiolysis done to facilitate freeing up the bowel and identifying the hernia defect. It was obvious that it was impossible to put all the viscera back into the abdominal cavity even with a complete component separation so decision was made to do a visceral reduction. First, the omentum was excised completely. Then the small bowel which had some adherence and adhesion damage approximately two feet of small bowel was decided to be resected so a linear stapler was used to resect and divide the small bowel proximal to any of the area of adhesion damage. Then the entire colon of the intra-abdominal portion was decided to be removed to allow for regaining of abdominal domain. The colon was transected at the low left colon toward the rectum. Then the mesentery was divided with clamped sutures. The subtotal colectomy and small bowel resection, omentectomy were sent off the field, sent to pathology. The skin and soft tissue was discarded. The hernia defect at this point measured 30 cm vertically, 24 cm horizontally. It was determined that there was no way to approximate the midline without a significant component separation so a transverse abdominis release myofascial advancement flap was planned. The retro rectus space was entered on the right side. This was dissected laterally. An intraoperative nerve block with long-acting local anesthetic was done. Then the transverse abdominis was divided vertically to enter the preperitoneal space. This was dissected back to paraspinal muscle. This allowed a release of the posterior fascial component but not adequate to close the midline so similar release was done on the left side. The retro rectus space was entered. Lateral border of the posterior fascia was identified. Long-acting local anesthetic nerve block was done and then the transverse abdominis was divided vertically entering the preperitoneal space and this was dissected back laterally to the paraspinous muscle. This did allow for closure of the midline of the posterior components. This was done with a running loop pds suture. Then irrigation was done and the 30 x 20 cm long term absorbable mesh, tigr matrix, was brought on the field, cut appropriately and then using interrupted 0 vicryl stitches approximated to the pubis and then lateral cut transverse abdominis fascia all the way up to the xiphoid. The mesh was in good position. Additional irrigation was done. There was no active bleeding so the anterior components of the rectus was approximated with a running loop pds suture. Subcutaneous tissue was irrigated and then 0, 2-0 and 3-0 vicryl sutures using a quilting fashion to approximate all subcu [subcutaneous] tissue to close off dead space and approximate the skin to decrease tension and skin staples were applied. Dry dressing was applied. The patient tolerated the procedure well. Blood loss less than 350 cc. There were no complications.¿ (B)(6) 2015: (B)(6). Implant log. Implant record. Tigr matrix surgical mesh. [Missing records: a pathology report detailing analysis of the specimens removed during the (B)(6) 2015 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 3191: appropriate term not available for "mesh became free on the left side¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2004 through (B)(6) 2015 and not all records received in this time span are relevant to the gore-tex® soft tissue patch. Records from (B)(6) 2004 through (B)(6) 2008 and from (B)(6) 2009 through (B)(6) 2015 were not provided. Patient information: medical history: obesity: (B)(6) 2009: 286 lbs., bmi 52.4. Hernia. Cholecystitis. Surgical procedures: (B)(6) 2004: repair with ¿gore-tex¿. Trocar site hernia. Implant: gore-tex® soft tissue patch. (B)(6) 2008: laparoscopic cholecystectomy. (B)(6) 2009: extensive lysis of adhesions, removal of mesh, placement of mesh, repair of ventral hernia. Implant: bard composix kugel hernia patch. (B)(6) 2015: excision of non-healing wounds, abdominoplasty, subtotal colectomy, omentectomy, small bowel resection, a significant lysis of adhesions over 60 minutes implant: tigr matrix. Implant preoperative complaints: (B)(6) 2004: preoperative diagnosis: ¿trocar site hernia.¿ implant procedure: trocar site hernia . Repair with gore-tex. [Implant: gore-tex® soft tissue patch, no pid provided] implant date: (B)(6) 2004: wound classifications: not provided. Description of hernia being treated: ¿a vertical incision was made over the umbilicus and extended proximally and distally for a length of 15 cm. Bleeding was controlled with the bovie. The large hernia sac was separated from the fascia. The sac was opened. Omentum could not be replaced to the abdominal cavity. Omentectomy was carried out between kelly clamps. The cut edge was ligated with 0 silk.¿ implant size and fixation: ¿the hernia was the [sic] repaired by suturing a piece of gore-tex to the edge of the fascia with running #1 prolene. The skin was repaired with a running subcuticular 3-0 monocryl.¿ relevant medical information: (B)(6) 2008: laparoscopic cholecystectomy. Procedure: ¿the skin and subcutaneous tissues in the right abdomen were infiltrated with local anesthetic; the patient had a previous umbilical hernia repair with mesh, we elected to go well lateral to this. Blunt dissection was used to dissect down to the fascia. Two 0 vicryl stay sutures were placed in the fascia, anterior rectus sheath was incised. Muscle was bluntly separated posterior sheath and peritoneum were grasped, elevated, and incise. Digital palpation revealed no adhesions in the area. Hasson trocar was inserted. Pneumoperitoneum was obtained with a pressure limit set at 15. There were a lot of adhesions to the previous repair, these were not disturbed. One 12-millimeter and two 5-millimeter trocars were placed in the right upper quadrant in standard positions. All were placed under direct visualization. Patient was placed in reversed trendelenburg and rotated left fundus of the gallbladder was grasped, retracted up over the edge of the liver infundibulum of the gallbladder was grasped and retracted inferolaterally. The omental adhesions of the gallbladder were taken down. Gallbladder was quite edematous. There was a large stone impacted in the neck of the gallbladder. Gallbladder was quite friable. There were some stones that were slowly all removed. The cystic artery and cystic duct were skeletonized. Further blunt dissection back to the liver revealed no other ductal structures. Four clips were placed on the stay-in side of the artery and of the duct after they were identified and had been skeletonized. Duct was mildly inflamed. One clip was placed on the gallbladder side of each, four on the stay-in side of each. Those were then divided hook electrocautery was used to remove the gallbladder from the gallbladder fossa. Prior to removing the gallbladder from the fossa, the fossa was inspected and noted to be hemostatic. Gallbladder was then amputated, placed in the endocatch bag. Gallbladder was removed, pneumoperitoneum was reestablished inspection revealed no bleeding, no bile leak. All clips were intact. No additional stones. Area above and beneath the liver were irrigated and suctioned until clear. Drain was brought in through the lateral trocar site, anchored with a drain stitch. The hasson trocar site in the right abdomen was closed with a 0 vicryl enda close. Stay sutures were also tied. Palpation and inspection revealed that no bowel or omentum had been caught. There were no fascia defects. Trocars were all removed releasing the pneumoperitoneum. All incisions were closed with vicryl and monocryl. Steri-strips and sterile dressings were applied. Drain was anchored with a drain stitch.¿ explant preoperative complaints: (B)(6) 2009: ¿incarcerated ventral hernia.¿ explant procedure: extensive lysis of adhesions, removal of mesh, placement of mesh, repair of ventral hernia. [Implant: bard composix kugel hernia patch.] Explant date: (B)(6) 2009: wound classifications: not provided. Procedure: ¿we attempted to enter the abdominal cavity in the left upper quadrant in 2 places. Patient was so obese it was impossible to enter the abdominal cavity. Therefore, we elected to convert to open. Approximately 20 minutes was spent trying to enter into the abdominal cavity laparoscopically. The midline incision was made. Electrocautery was used to dissect the subcutaneous tissue. Hernia sac was identified. It was freed back to the fascia circumferential. Peritoneum was entered in a free space. Excess mesh was excised. The mesh appeared to have come free of the left side. The right side was still attached. Both colon and small bowel were attached to the mesh. Quite a lot of time was spent lysing these adhesions. Once the mesh had been freed from all loops of intestine, mesh was removed . A large kugel composix mesh was selected. It was tacked in place with circumferential [sic] protacks. This was done in 2 circumferential layers. Fascia was then closed back over the mesh with interrupted 0 prolene. We did catch the upper area of the mesh with each stitch, but did not stitch all the way through the mesh. Hemostasis was checked and rechecked. Incision closed with vicryl, skin staples. The 2 attempted laparoscopic sites were also closed with vicryl and skin staples.¿ pathology: ¿fragments of fibrofatty soft tissue with chronic inflammation and hemorrhage consistent with hernia sac. Suture granulomata. Fragments of mesh.¿ ¿...two hemorrhagic pink-gray strips of mesh which have a scant amount of attached adipose and membranous tissue, 8.1 x 4.7 x 0.3 cm and 11.5 x 6.5 x 0.2 cm.¿ relevant medical information: (B)(6) 2015: excision of non-healing wounds, abdominoplasty, subtotal colectomy, omentectomy, small bowel resection, a significant lysis of adhesions over 60 minutes. [Implant: tigr matrix surgical mesh.] ¿the abdominoplasty measurement was 60 cm vertically, 45 cm horizontally. The hernia repair was a retro rectus long term absorbable mesh placement for hernia size of 30 x 24 cm with the mesh size placement 30 x 20 cm.¿ conclusion: the alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further state: trim the soft tissue patch to the desired size using sharp surgical scissors. Avoid using dull scissors, as they can result in excessive shear forces on the material which may cause material thickness separation. If this occurs, suture through entire material thickness. Cutting to proper size is essential. If the soft tissue patch is cut too small, excessive tension may be placed on the suture line, which could result in recurrence of the original, or development of an adjacent, tissue defect. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open unknown hernia repair on (B)(6) 2004 whereby a gore® dualmesh® biomaterial was implanted. If applicable: the complaint alleges that on (B)(6) 2009 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh became free on the left side, extensive adhesions, mesh removal and additional surgery. Additional event specific information was not provided.